Event description:
No additional information: the thread connecting the IV catheter is leakage.

Manufacturer narrative:
One 20039e sample from lot 23015230 was received in opened packaging for investigation; residual fluid was detected in the device. The feedback provided by the customer suggests leakage was detected from the male luer of the extension set; however no further information was available to assist the investigation in this instance. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. The sample was subjected to functional testing by connecting the returned sample to a 50ml bd plastipak syringe from stock and priming with fluid; no flow issues or leakage was detected throughout testing. The sample then subjected to pressure testing; again no leakage was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23015230 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20039e product over the past 12 months.

Event description:
It was reported that the smartsite¿ extension set was leaking. The following was received from the initial reporter: the thread connecting the IV catheter is leakage.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.